Event description:
It was reported that the pump not detecting the lock, and downstream occlusion was damaged. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D4 model number updated. D9 date returned to manufacturer: 4/8/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the defective latch lock flex sensor. The customer reported issue that there was a damaged downstream occlusion (dso) seal was not duplicated. The dso seal and upstream occlusion (uso) were delaminated but not damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.